Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). User called into emergency support program (esp) line during intra aortic balloon therapy. Stating she had a gas loss alarm that she troubleshot and wanted to verify she had done so correctly. She also stated a leak in circuit alarm was reported from the shift prior to hers. The esp personel had reviewed the troubleshooting and possible causes for both alarms and user was pleased with the assistance and information shared. User had performed the troubleshooting as described in the help menu. The call was ended. No harm or injury reported.

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during intra aortic balloon therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.